Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, the battery voltage was dropping in an irregular fashion that could possibly be related to internal electrical short of the battery. Device replacement was recommended and to return device for detailed analysis. Further, device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was revealed that the allegations were confirmed. The reviewed memory log found that while implanted the device did record a battery_system_fault - low_voltage (fault code 1003). No other suspicious faults or resets were noted. Moreover, the device diagnostic data spreadsheet graph shows a faster than predicted decrease in battery voltage, while power remains stable.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault. Moreover, the battery voltage was dropping in an irregular fashion that could possibly be related to internal electrical short of the battery. Device replacement was recommended and to return device for detailed analysis. Further, device was explanted. No additional adverse patient effects were reported.